Manufacturer narrative:
The device is distributed outside the us and no gudid information exists. The investigation is ongoing, results will be updated in the final report.

Event description:
A customer reported that an arjo lift malfunctioned during a patient transfer, causing the patient to fall from approximately 1 meter. Post-fall assessment showed no fractures, only back pain. Evaluation of the device showed no malfunction.